Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and magnetic sensor functionality test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the tip and pebax were broken. A magnetic sensor functionality was performed, and the device was recognized; however, error 106 appeared due to an open circuit in the tip area. The broken tip and pebax observed could be related to the visualization issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the broken pebax could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) of the carto 3 system contain the following recommendations: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. The instruction for use (IFU) of the device contains the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified the tip and pebax to be broken. Initially, it was reported that during the operation, the icon was waggling on the carto system screen. A second device was used to complete the operation. There was no adverse event reported on patient. The waggling icon issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 03-apr-2025, visual analysis revealed that the tip and pebax were broken. This was assessed as MDR reportable with an awareness date of 03-apr-2025.